Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door would not stay open. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.5. There were multiple PMA/510k numbers: k111860, k120138, k130470 investigation summary: a complaint of "door fall" was received against instrument max clinical refurb material number: 441927, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was reconnected the bottom end of the pneumatic cylinder, thus the issue was resolved. Instrument was functioning without errors and released to the customer for regular operation. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.